Event description:
"Customer stated she has discoloration on the lower arch that she has noticed for about a month now // also stated she feels there is a gap when she chews // and tooth sensitivity when putting the aligners on and taking them off. Case (B)(4) - 7/11/24; email ""it's the top and bottom teeth that seem to grind when chewing food that are thin in texture. It was more but right now it's still but not as severe as it was when I reported to your team"" and ""and the teeth sensitivity, there has been resolved somehow on its own."" Agent resolution note: clinical support assessment gathering more info and requesting bite video // giving tips for sensitivity and discomfort as well. Case (B)(4) 7/16/24- cust did not provide requested bite video or fill out ae for dual ref. Requested call with treating dds. Case (B)(4) - 7/16/24- sensitivity was resolved on its own and is no longer an issue.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.